Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control found the rear case was damaged and replaced it. Damage to the rear case can create an intermittent connection between the power input path on the device side and the battery. It may have contributed to the reported issue, however the root cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down five or six times. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down five or six times. There was no report of patient use associated with the reported event.